Event description:
It was reported that contact 3 on the lead was out of alignment with the other contacts. It appeared that the event occurred intraoperatively in a staged implant procedure, but it was unclear whether the device had been used in the patient. Another lead was implanted in the patient, and the patient recovered without sequela. Additional information has been requested. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4) - the lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.